Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
Related manufacturer reference number: 2017865-2021-39610, related manufacturer reference number: 2017865-2021-39611. It was reported that the patient presented in clinic. Device interrogation revealed that the atrial lead was not sensing nor capturing. The lead was explanted and replaced. During procedure, while the physician was using bovie to open the pocket, the patient experience ventricular tachycardia and was externally shocked and rescued. After reviewing strips, it appeared that loss of capture caused the ventricular tachycardia. The atrial lead was explanted and the right ventricular lead was adjusted for more slack. The patient was stable post procedure.